Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# unknown, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown/unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine (15 mg/ml) via an implantable pump. The indication for use was not provided. When asking a question about programming to the manufacturer representative, the hcp reported that a "large discrepancy was visible between what the tablet indicated and what we removed from the pump." It was noted that the hcps discussed this at the time and "sprayed" the pump catheter through contrast and there was indeed a "slight obstruction" there. After spraying, the patient received complaints of overdose after which they recorded him and through naloxone imparted again. They then set the pump to minimum rate. Additional information received through follow-up provided the details of the expected and removed volumes observed: (B)(6) 2017 expected 10.7 ml; removed 10.5 ml (B)(6) 2017 expected 14.2 ml; removed 17 ml (B)(6) 2018 expected 11.9 ml; removed 17 ml (B)(6) 2018 expected 11.0 ml; removed 16 ml (B)(6) 2018 expected 13.5 ml; removed 17.8 ml (B)(6) 2018 expected 12.8 ml; removed 18 ml (B)(6) 2019 expected 16.4 ml; removed 18 ml it was unknown if the catheter was completely aspirated prior to injecting contrast at the time of the event when the patient experienced the overdose. The cause or contributing factors of the catheter obstruction could not be determined. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 8781, lot# 0206507135, implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the dose of the morphine [15 mg/ml] was 1.085mg/24 hours at the time they decided to flush the catheter.